Event description:
It was reported that a vascular graft was found to be weeping and had a golf ball size seroma, approx 1 week after the graft was implanted. A tunneler was used for the procedure, but it is not known what size tip was used. It was a fistula graft in the upper arm. It was reported that the doctor did not use clamps on the graft when implanting, and the graft did not come in contact with any alcohol or betadine and was not flushed prior to use. After suturing in place, the venous side was released first, then the arterial side. Once the seroma was noted a week after it was implanted, the pt had to go back for a replacement. A different graft was implanted and the pt is doing fine at this time.

Manufacturer narrative:
The device history records could not be reviewed, as the lot/serial number was unk. The sample was discarded by the facility. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current IFU states: exposure to solutions (e.g., alcohol,oil, aqueous solutions, etc.) May result in loss of the graft's hydrophobic properties. Loss of the hydrophobic barrier may result in graft wall leakage. Preclotting of this graft is unnecessary. Adverse reactions: potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture hole bleeding; graft redundancy; thrombosis, embolic events, occlusion or stenosis; ultrafiltration; seroma formation; swelling of the implanted limb; formation of hematoma or pseudoaneurysm; infection; aneurysm/dilation; blood leakage; hemorrhage; steal syndrome; and/or skin erosion.